Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00505.

Event description:
It was reported two contra angle drivers seemed to be getting stuck with the scrub tech and not turning well. It is unknown if the drivers were used in the procedure as additional drivers were available. There was no harm, no delay, and the case went fine. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
The two 90 degree contra angle screwdrivers (part# 24-1189, lots 172310 and 306880) and two contra angle driver torque handles (part# 76-0008, lot# sb0073) were returned in a red biohazard bag. Visual inspection of the lot# 172310 screwdriver showed signs of wear with discoloration on the body. Visual inspection of the lot# 306880 screwdriver showed signs of wear with discoloration on the body and excessive discoloration on the head and blade interface hole. The two torque handles showed signs of wear with minor discoloration and scratching. The screwdrivers were functionally tested. The screwdriver from lot# 172310 would turn but was sticking during rotation. The screwdriver from lot# 306880 would not turn the blade interface. When the screwdriver knob was turned and the body was held, the head rotated and began to disassemble from the body. The torque handles interfaced properly with the screwdriver knob and functioned as intended. Further functional tests and inspections could not be performed due to the bio hazardous state of the product. A potential cause of this complaint is the gears could potentially be stripped, likely resulting from torque in excess of what is required to fixate the screw; however, this could be confirmed due to the biohazardous state of the product. Device history records (DHR's) were reviewed for both lots and no discrepancies were found. There are no indications of manufacturing defects. In the warnings and precautions section of the IFU for this product it states: avoid undue stress or strain when handling or cleaning instruments. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00505-1.

Event description:
This follow-up report is being submitted to relay additional information.